Event description:
It was reported that the left ventricular (lv) lead was explanted due to patient experienced phrenic nerve stimulation. A new lead was implanted. No additional adverse patient effects were reported.